Event description:
Customer reported her insulin pump keeps alarming no delivery, this is the fourth time this month. She said last time she called, it was determined the hose was occluded. Customer's current blood glucose is 170 mg/dl. She disconnected and ran a fixed prime insulin did not exit and the device alarmed no delivery. When customer tried to manually push insulin through with a plunger, insulin did not exit and there was greater than normal resistance. Customer was advised the alarm was caused by an infusion set or reservoir connection. The infusion set is being replaced. Customer started using novolog at the start of this year. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).